Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the angulation orientation did not meet specification in all directions. It was also observed that the glue of the light guide glass and on the charge-coupled device were discolored. Additionally, the glue on the bending section rubber was porous. Upon further inspection, it was observed that the air and water nozzle was blocked with foreign material due to damage on the nozzle caused by customer handling. As a result of this blockage, the air supply volume and water removability did not meet the standard. It was also observed that the light guide cover glass was cracked. It was observed that the distal end cap had a sharp edge or snag. It was also observed that the bending section was deformed. It was observed that the insertion tube protector had a dent. It was also observed that the plug unit was cracked. Due to the nature of this reportable malfunction, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water and flushes out the air/water channel. The customer does not use a detergent during the pre-cleaning process. During the manual cleaning process, the customer uses 3e-zyme detergent and brushes the instrument channel, suction cylinder, and instrument channel port. The customer uses olympus single use combination brushes. It was not specified if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, a edt double machine is used with endodis, endodet and endoact. The customer did not specify if the scope is disinfected during this process. The scope is stored vertically in a edc-system, van vlietmedical supply storage cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope needs an adjustment to the angulation. The customer also reported, the up and down break was loose. Additionally, the overall glue condition was ¿bad.¿ the reported issues were discovered during routine maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the air and water nozzle was blocked with foreign debris which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been damaged and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.